Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had open book image. The blood glucose level was 6.5 mmol/l at the time of incident. The customer stated that they were in pool and critical pump error occurred. Customer stated that they received open book image on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
During self test, the unit returned a pump error 75. After further examination of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the middle (enter) keypad button is cracked.